Event description:
It was reported that there was no expiration date on the bd allergy syringe tray with bd precisionglide¿ permanently attached needle package. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pharmacist reported item # 305540 lot # 6062968 no expiration dates on packages".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6062968. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no expiration date on the bd allergy syringe tray with bd precisionglide¿ permanently attached needle package. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pharmacist reported item # 305540 lot # 6062968 no expiration dates on packages".